Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable total prostate-specific antigen (tpsa) results on their e411 analyzer. The customer questioned 200 results, provided data for seven patient results, of which three results were discrepant and reported outside the laboratory. All original and repeat results were from the same analyzer. Repeat testing was performed on samples that had been stored frozen. The first patient's initial tpsa result was 0.027 ng/ml. The second patient, a (B)(6) male, had an initial tpsa result was 0.028 ng/ml. On (B)(6) 2012, the third patient, a male born on (B)(6), had an initial tpsa result of 0.115 ng/ml. Later that day, the customer installed rack adapters on the analyzer. On (B)(6) 2012, the third patient's oncology doctor called to question the result. The customer thawed the patient's sample and repeated the test. The third patient's repeat result was 0.007 ng/ml accompanied by a data flag. It was reported as <0.011 ng/ml per the laboratory's specifications. On (B)(6) 2012, the field service representative (fsr) found a sample probe was not aligned. He aligned the sample probe with the 13 mm tubes and inserts. He re-checked the alignments and they were ok. Instrument testing was performed and it checked in accordance with specifications. Calibration and quality control were within specifications. The customer decided to repeat 30 of 200 patient samples originally tested before rack adaptors were installed. There were two discrepant results. The first patient's repeat tpsa was 4.0 ng/ml. The second patient's repeat result was 0.318 ng/ml. The customer then repeated the rest of the 200 patient samples tested before the rack adapters were installed without further discrepancies. All repeat results were considered correct. There were no adverse events. The tpsa reagent lot number was 16644201 and the expiration date was 03/31/2013. On (B)(6) 2012, the fsr discussed customer technique and handling when loading specimens and performing quality control. He performed visual checks of pipetting system with no issues seen. He reviewed the customer's quality control and it was unremarkable. The customer performed calibration and quality control with results within specification.